Event description:
Sorin group received a complaint that an apex (B)(4) reservoir over pressurized during a case and had to be changed out. The change out took approximately 5 minutes and the patient was ventilated during this time. Once the change out was complete, there were no further issues. It was also reported that the reservoir was over-filled with blood when exsanguinating the patient, approximately 90 minutes prior to the pressurization. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the apex (B)(4) reservoir involved in this incident. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The apex (B)(4) reservoir was returned for evaluation. Visual inspection of the returned reservoir found a significant amount of cellular deposition throughout the unit. Functional testing found that the cellular deposition remaining in the reservoir slightly restricted flow through the device. No defects were found. This type of incident is consistent with platelet activation and increasing clotting over time due to micro aggregate formation. The over pressurization of the reservoir was likely caused by the cellular deposition on the filter. It appears that the phenomenon may be linked to patient hematological conditions, as well as surgical-pharmaceutical conditions. Episodes of extreme hemostasis can occur due to biological events related to the patient, medications and/or surgical contributions experienced during surgery.